Manufacturer narrative:
E2, e3- information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was determined that an e226 error occurred because communication failure occurred due to faulty cable. An e226 error occurs when an abnormality occurs in the communication between the endoscope and the processor. (Instructions otv-s300 chapter 10, troubleshooting, 10.2 troubleshooting guide). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd 3cmos autoclavable camera head the twist and lock mechanism was stiff where you connect the lens. The issue was found during the therapeutic cystoscopy procedure. The intended procedure was completed with the same equipment. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: error 226 (scope communication error) on the screen due to a faulty cable. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. During the evaluation error 226 (scope communication error) was displayed on the screen due to faulty cable. Additional evaluation findings were as follows: kinks, knot and small cut on cable, and a faded serial plate. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.